Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site was draining. It was not device nor procedure related and the caused was unknown. The physician placed the patient on antibiotics and reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.